Event description:
A non-healthcare professional reported that during a cataract surgery with an intraocular lens (iol) implant procedure, haptic removed during loading. Additional information received stating that non-company viscoelastic was added, loaded the front haptic as normal and used the forceps to push down the lens then tried to do the back haptic but was not able to quick enough. Doctor was waiting so gave the lens to finish, doctor was having trouble putting the back haptic in and it came off. The normal injector was used.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwtt3-t6) that is sold in the united states under (PMA/510(k) # (p190018).¿ the manufacturer internal reference number is: (B)(4).